Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump generated alert 32, indicating a delivery motor communication error, prompting multiple restarts and subsequent arrangement for device replacement; the user reported hyperglycemia with a peak blood glucose of 220 mg/dl lasting a couple of hours and did not perform ketone testing or require medical intervention. Symptoms included no reported adverse clinical effects. Outcomes included no hospitalization and no medical assistance beyond product support and replacement logistics. Investigation included a customer interview, troubleshooting guidance, and a review of device performance based on the reported alert history. Investigation of the returned device revealed a motor processor communication malfunction consistent with delivery motor communication error alerts, for which device replacement was initiated.